Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited loss of output after exposure to electrocautery. The device was explanted and replaced. There were no adverse consequences to the patient.